Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure to treat atrial fibrillation a intellanav stablepoint open-irrigated catheter was selected for use. It was reported that during catheter preparation, when the tube was connected to the irrigation port and flushed, the saline solution was not evenly ejected from the 6-hole port. The tip was shaken, the syringe was connected and flushing was done manually, but the situation did not change. The catheter was exchanged and the procedure was completed successfully with no patient complications.

Manufacturer narrative:
The intella nav stable point catheter was returned to boston scientific for analysis. The reported failure was confirmed through analysis. Visual inspection revealed a residue in the tip of the catheter and one of the irrigation holes was occluded. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested using an isaac hd leak tester (pressure decay test system) and a touchy burst seal for sealing the irrigation holes and mini electrodes. The lumen pressure decay was measured three times. The unit passed the test without problems. The device was connected to a metric pump and was purged at 60 ml/min. All six irrigation ports flow freely. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages.

Event description:
During an ablation procedure to treat atrial fibrillation a intella nav stable point open-irrigated catheter was selected for use. It was reported that during catheter preparation, when the tube was connected to the irrigation port and flushed, the saline solution was not evenly ejected from the 6-hole port. The tip was shaken, the syringe was connected and flushing was done manually, but the situation did not change. The catheter was exchanged and the procedure was completed successfully with no patient complications.